Event description:
A customer reported frequent alarms from their tandem mobi insulin pump, specifically mentioning a cartridge alarm and occlusion alarms over the past several weeks. Fortunately, there was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer successfully followed instructions from technical support to remove and reload the cartridge, allowing them to continue insulin therapy. Additionally, due to persistent occlusion alarms, it was recommended to replace the pump. A replacement pump was sent, and the customer was instructed on how to return the problematic pump and set up the new device. They continued using the current pump until the replacement arrived.